Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and was determined to be use error, due to the home patient (hp) disconnect. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report was received from global pharmacovigilance (gpv) regarding a connection issue with additional information provided from the nurse stating the patient did not tighten the minicap and it fell off.